Event description:
It was reported that the nurse stated they had a patient on the arctic sun device for normothermia. They started therapy. Nurse stated they received alarm 01 (patient line open) and alarm 02 (low flow). They checked the pads are connected, tubing was straight and there does not seem to be any leaks in the pads. Stopped therapy, emptied pads and disconnected. Placed device in manual control. Water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 58 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 5, system hours were  5938 and pump hours were 5724. Had nurse attached pads holding blue tubing, not clear plastic clamps. In right chest, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 99 percentage. In right leg, water flow rate (wfr) was 1.1 l/min, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage. Removed in right leg and added in left chest, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage. Removed in left chest and added in left leg, water flow rate (wfr) 0 l/min, inlet pressure (ip) was -1.1psi, circulation pump command (cpc) was 100 percentage. Disabled manual control, suggested getting a new set of pads for patient. Nurse noted when removing pads from the patient, the sticky part was not adhering to the pads themselves and was left on the patient. Nurse swapped to new pads and connected to fluid delivery line (fdl). Resumed therapy, water flow rate (wfr) was primed to 0 l/min. Nurse would swap to another device and send this one to biomed. Per follow up information via phone on 22feb2024, it was reported that therapy was completed on the patient with a different device without any impacts. No identifying information could be remembered about the patient. The original device was sent to biomed. Reached out to biomed and they informed that the circulation pump was replaced and the device has since been returned to service. No additional information is available.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated they had a patient on the arctic sun device for normothermia. They started therapy. Nurse stated they received alarm 01 (patient line open) and alarm 02 (low flow). They checked the pads are connected, tubing was straight and there does not seem to be any leaks in the pads. Stopped therapy, emptied pads and disconnected. Placed device in manual control. Water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 58 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 5, system hours were  5938 and pump hours were 5724. Had nurse attached pads holding blue tubing, not clear plastic clamps. In right chest, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 99 percentage. In right leg, water flow rate (wfr) was 1.1 l/min, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage. Removed in right leg and added in left chest, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage. Removed in left chest and added in left leg, water flow rate (wfr) 0 l/min, inlet pressure (ip) was -1.1psi, circulation pump command (cpc) was 100 percentage. Disabled manual control, suggested getting a new set of pads for patient. Nurse noted when removing pads from the patient, the sticky part was not adhering to the pads themselves and was left on the patient. Nurse swapped to new pads and connected to fluid delivery line (fdl). Resumed therapy, water flow rate (wfr) was primed to 0 l/min. Nurse would swap to another device and send this one to biomed.